Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer reported that when the surgeon used the fenestrated bipolar forceps instrument to grab tissue, the instrument jaw could not open and close firmly at some angles. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The cannula was inspected prior to use with a pin gauge for inspection. The instrument was connected properly. The erbe was being used for the procedure with a coag and cut setting at 3. The instrument tips did not collide with any other instrument or tools during the procedure. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. No injury to the patient. The patient has not returned to the hospital experiencing any post-surgical complications. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional finding not related to customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.